Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-10008. It was reported that in-stent restenosis occurred. The 70% in-stent restenosed (isr) target lesion was located in a previously implanted innova stent in the superficial femoral artery. A 5.0mmx100mmx135cm (4f) sterling" balloon catheter was advanced for dilation. However, during the procedure, a pinhole rupture was noted. The device was completely removed from the patient's body and the procedure was completed with a non-bsc device. No patient complications were reported and the patient's status was good.